Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited oversensing, which caused inappropriate auto mode switch episodes. The patient did not experience any adverse effects. The lead remained implanted.